Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) patient. The device failed to capture the patient's heart rhythm in order to deliver shock. The complainant alleged that a "defib pads not connected" message was displayed. A second attempt was made with new pads with the same results. Complainant indicated that the clinician obtained another device to continue treating the patient. Three shocks were successfully delivered before the patient went into coarse v-fib/asystole. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.